Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for delivery system balloon burst was confirmed based on provided video of event. Available information suggests presence of calcification in stj likely contributed to the event as provided 3mensio provided evidence of calcification to confirm the report from the field clinical specialist. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty to withdraw system through the sheath was confirmed based on empirical evidence. Available information suggests the balloon burst likely contributed to the event as reports indicate "the balloon ruptured at the end of inflation. The valve was successfully implanted. The operator first tried to remove the entire system through the esheath, but the system was getting caught at the distal tip of the sheath. After trying to withdraw and figuring out it would not be possible, the ds was cut to remove the handle and esheath, and a 24fr gore dry seal was used to attempt to snare the nose cone and remaining part of the balloon. This was unsuccessful and the physician had to cut down to manually remove the broken piece of catheter. All pieces of the delivery system were successfully retrieved. The patient remained stable the entire time and remained stable post op. The perceived root cause of the event was the existing calcium.". As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, upon deploying a 26mm sapien 3 ultra resilia valve, the balloon ruptured at the end of inflation. The valve was successfully implanted. The operator first tried to remove the entire system through the esheath, then upsized to a larger 24fr gore dry seal, but the system would not go into either sheath. The system was getting caught at the distal tip of the sheath. After trying to withdraw and figuring out it would not be possible, the physician cut the catheter and attempted to snare the nose cone and remaining part of the balloon. This was unsuccessful and the physician had to cut down to manually remove the broken piece of catheter. All pieces of the delivery system were successfully retrieved. Patient remained stable the entire time and has remained stable post op. Perceived root cause of the event was the existing calcium. The device was discarded.